Event description:
Healthcare professional reported unknown side "three cases of lymph node swelling following rupture of silicone breast implants diagnosed as silicone granuloma. Device status unknown

Manufacturer narrative:
The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist abbvie in determining a probable causes for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, granuloma, and lymphadenopathy.